Event description:
It was reported that while opening the sterile package, it appeared the distal part of the catheter was outside the tray under the adhesive. It was not known if it sprung out after opening or was like that, so the physician was cautious and wanted to use a different catheter. Something was ¿definitely not right¿ with the packaging because normally the catheter was coiled up in the tray. This catheter hung over the side of the tray and the tip/guide wire was bent in a ¿weird fashion.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter found the packaging inner tray did not properly hold the components in place. The sterile tray was received with the outer lid peeled off. As received, the catheter was out of place and protruding from the inner tray in different areas.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.